Manufacturer narrative:
B3: event date unknown. Device evaluation: one pump was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The cause of the issue was found to be a faulty pwa. The pwa was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump displayed error code 41786. There was unknown patient involvement.